Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However; an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformities during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported a leak when breaking down the machine at the end of treatment. The patient identified a lead when she removed the cassette from its compartment. The patient's effluent was clear. The patient took prophylactic antibiotics. The patient did not have health complications. The sample was discarded.